Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to device not working properly; therefore, a replacement surgery will be performed. No further information was provided.